Event description:
New information received on (B)(6) 2018 indicates that additional episodes of noise resulting in inappropriate mode switch episodes were noted during a follow-up on (B)(6) 2018. The noise was reproduced with myopotential testing. No capture threshold anomalies were noted. A lead insulation breach was still suspected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead exhibited noise resulting in inappropriate mode switches. The noise was able to be reproduced during myopotential testing but not when the patient rotated their arms. A computed tomography scan was taken and perforation could not be confirmed. Myopotential oversensing due to a insulation breach was suspected. No other electrical anomalies were noted. The patient was stable and the lead will continue to be monitored.